Event description:
During a laparoscopic cholestectomy using the innoport, there was co2 leakage from the device instrument ports after insertion and manipulation of instruments that required replacement by a second device. The exchange took less than 5 minutes. There was no adverse pt consequence.

Manufacturer narrative:
Conclusions: intimate contact with lard, mineral oil, pam and tween 20 to stimulate body fat softened the innoport body and resulted in cracking of ports during probe introduction and manipulation. Although the innoports had been tested in a pig model prior to allowing market eval, no failures had been observed as seen in the market eval. Minor cracks had been observed on the distal end of the body and were attributed to injection molding concerns (possibly exacerbated by instrument-induced trauma) when analyzed at the time. The difference in clinical performance is believed to be the result of the placement of the innoport completely within the peritoneum wall because the pt was obese, thus increasing the exposure of the instrument ports to fat. An innoport redesign is needed to improve resistance to softening and subsequent cracking of the innoport body. No further market evals will be conducted until the product redesign has been completed and met the design control criteria - including FDA clearance of the redesigned device - to allow another eval.